Event description:
It was reported that the pump had to be changed out because it was malfunctioning. The patient was reportedly not getting as much medicine as he was supposed to. The reporter did not remember when he first noticed the problem. The issue was resolved by replacing the pump. The pump system was being used to infuse baclofen (unknown) at the time of the event. No symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).